Event description:
(B)(4) MDR ¿ this device was explanted due to dislodgement and loss of capture.

Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed deformations of the conductor coil which occurred most likely during surgery. In course of the further analysis, no deviations were noted which might be related to the clinical observation as mentioned in the complaint description. The lead proved to be within specifications and flawless throughout its inspection. In summary, there was no sign of a material or manufacturing problem.

Manufacturer narrative:
(B)(4) MDR.